Event description:
Boston scientific received information that this right atrial lead was dislodged which was confirmed by chest x-ray. At this time the ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
On 9/3/2015 we were notified that this lead was explanted. Added the explant date. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the lead revealed cuttings in the insulation. Blood penetrated the lead. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.